Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device showed several asystolic episodes in the past and the sensitivity had been reprogrammed as a result. Now the device was exhibiting oversensing. The device remains in use. No patient complications were reported as a result of this event.